Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 45 mg/dl, which was treated with food. Customer passed out at home and paramedics treated customer. Customer inquired on basal rates settings, but decided to see healthcare professional regarding settings.